Event description:
Boston scientific crm received information from the patient's spouse that this lead had undergone some type of revision procedure shortly after implant 56 months previous. The spouse's comment was made during a conversation about remote monitoring of the patient's replacement device. There were no previous reports or allegations about a lead issue, and the lead remains implanted and in service. A boston scientific field representative was contacted for any additional available information.

Manufacturer narrative:
This report will be updated if additional information is received.